Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was evaluated and found with no physical damage or abnormalities. No problems were detected during functional testing, and the reported event could not be replicated nor verified. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced. Issues related to errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues, or that the customer returned the wrong instrument. The failure analysis investigations and in-house testing of the returned device revealed no issues related to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the isi clinical sales representative confirmed previous similar complaints of alleged jaw dislodgement involving force bipolar instruments, and this instrument had a similar issue.